Event description:
It was reported that an incident with pt injury occurred during the a1059 skull clamp. Additional info was requested and the following was received from the customer on (B)(4) 2015. The chief resident placed the skull clamp on the pt with 50 pounds of pressure. The pt was then turned into the prone position and the pressure went down to 40 pounds. The clamp slipped and the pt incurred a laceration. A different clamp was used.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.